Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced hypoglycemia with symptoms described as "kicking out almost having a seizure" and a loss of consciousness and was unable to self-treat, requiring third-party administration of coca-cola for treatment. Reportedly, a healthcare professional was called but no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on reader and no issues were observed. The reader passed audio an vibration testing without issue. Analysis of downloaded glucose value graph indicates all alarms presented were for glucose values below alarm threshold. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.